Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. Over-the-counter pain medications did not resolve the issue. The evoke scs system was explanted.